Manufacturer narrative:
Initial and final MDR 1890567- MDR 3003442380-2024-08821- device 4 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2024, it was reported by the patient that six infusions set fell off due to which hyperglycemia occurs within one days of use. High blood glucose level was 270 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.